Event description:
Implant did not osseo-integrate. Implant was still loose after 1.5 months and was removed by dentist and replaced. Pt had multiple preexisting medical conditions which assumedly caused implant failure.

Manufacturer narrative:
Implant failure was caused by contraindications of pt i.e. Age and preexisting medical conditions, such as hep b or c. Visual examination performed, and found no defect or non-conformance in implant.